Event description:
An implant card was received indicating that the patient underwent generator replacement surgery due to eos - calculation, increased seizures. It is unknown if the increase was above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that the patient's seizure increase was first observed in (B)(6) 2013. It was reported that the increase in seizures was likely due to previous reduction in multiple AED medications due to pre-hospitalizations on (B)(6) 2013 and again on (B)(6) 2013-(B)(6) 2013. It was reported that the patient experienced an increase in epileptic and non-epileptic seizures. The physician assistant reported the patient experienced an increase in psychosocial stressors and non epileptic events and that a referral to psychiatrist and psychologist was given, but the family denied that and transferred the patient's care for a second opinion.